Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-17, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for spinal pain. On an unknown date in (B)(6) 2016 ("about a month ago") the patient was hospitalized because they thought she had an infection. The healthcare provider (hcp) had to turn the patient's pump down. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.